Event description:
In 2005, the physician successfully sealed a coronary perforation at the mid right coronary artery (rca) using two graftmaster stent grafts. The perforation occurred as a result of a s670 stent placement. Reportedly, for an unknown reason, the pt had been hospitalized since the implant date. The following month a sudden cardiac arrest occurred. Cardiopulmonary resuscitation was performed and was unsuccessful; the pt expired. The physician cannot specify the cause of the myocardial infarction (mi), but "judged that he cannot deny the possibility of thrombosis in graftmaster - in stent thrombosis." It is unknown if the pt was a surgical candidate. This report represents the first graftmaster stent used. Although requested, no additional information was available.